Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose levels while in the hospital. The customer explained that he had discontinued use of the insulin pump while in the hospital and needed assistance with returning to insulin pump therapy. The customer stated that he was hospitalized due to cancer and that he had undergone chemotherapy treatment while in the hospital for over a month. The customer was advised to contact his healthcare provider for insulin pump settings. The customer's exact blood glucose was unknown. The customer did not return the product for analysis.